Event description:
A user facility in greece reported a vitrector that was not cutting while aspiration continued. It was reported that there was no patient impact/injury.

Manufacturer narrative:
The device was not returned for evaluation. A review of the device history record was completed with no anomalies noted. The investigation is underway.

Manufacturer narrative:
The product evaluation noted that a bent needle could contribute to poor cutting performance, though this cutter performed as intended. Due to the dirty, damaged condition in which the product was returned it is not possible to determine the root cause for the bent needle. The product performed as intended in functional testing. The lot history, trend analysis, risk analysis and/or directions for use review were considered acceptable, with the product performing within anticipated rates. No corrective action required. The investigation is complete.

Manufacturer narrative:
One opened pouch was returned. The pouch contains one 23ga bi-blade vit cutter. The tip protector was not received. The needle is bent and the port window is in the opened position. There is dried solution visible in the tubing. The back cap is aligned correctly with the hole in the side of the cutter body. The connectors were inspected and no damage was found. A functional test was performed using a stellaris elite system. The cutter had good clean cuts throughout the various cut rates, and the cutter had good aspiration. It should be noted that a bent needle could contribute to poor cutting performance, though this cutter performed as intended. Due to evidence of use, and the returned condition of being in the pouch with no tip protection, the cause of the bent needle cannot be determined. The investigation is ongoing.